Event description:
User facility reported device was removed from use with patient and user was unable to lock needle into protection device. No adverse effects to patient or user reported.

Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. The actual device involved was returned and is currently under evaluation.